Event description:
It was reported that unspecified bd¿ wingsets blood splatter when safety device is deployed. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. I avoid using butterflies and rarely use them. I don¿t have a comfort level with using them, I can count in one hand the number of times that I have used a butterfly and I did have it splatter when the safety deployed and the tubing drip on at least two occasions that I can recall. Unfortunately it has been so long ago that I do not have lot numbers. It was reported when the safety device is deployed and the needle retracts it sometimes flicks blood on the surrounding items. We've had challenges with our butterfly needles when we attach them to vacutainers for blood draws. The survey was interesting in that it revealed a variety of practice and preference. It also brought to light some infection prevention opportunities involved when the needle was placed on a surface instead of directly into the sharps container. Our manager of safety, sent instructions and that looks like it may solve the problem of the blood flicking when the safety devise is activated and it is something we can share with our staff. However, there is still the issue of blood dropping out of the needle/tubing after the devise has been correctly activated. This may be linked to when we use vacutainers ¿ once the suction is removed the blood drips back out.

Manufacturer narrative:
The following fields have been updated with additional information: event attributed to: required intervention relevant tests/laboratory data: several employees were exposed to blood when the blood flicked off the devise when the needle was activated so we had to test the source patient for hiv, hepatitis c and hepatitis b. No source patient has tested positive to date so we did not need to intervene with further treatment for the employees. So far no one has sustained an exposure when the blood drops off the retracted needle and tubing, but it contaminates our floors, sharps boxes, and countertops as we carry the used devise to the sharps container. Type of reportable events: serious injury.

Manufacturer narrative:
Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, this information was not available from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd¿ wingsets blood splatter when safety device is deployed. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: unknown; batch no: unknown. I avoid using butterflies and rarely use them. I don¿t have a comfort level with using them, I can count in one hand the number of times that I have used a butterfly and I did have it splatter when the safety deployed and the tubing drip on at least two occasions that I can recall. Unfortunately it has been so long ago that I do not have lot numbers. It was reported when the safety device is deployed and the needle retracts it sometimes flicks blood on the surrounding items. We've had challenges with our butterfly needles when we attach them to vacutainers for blood draws. The survey was interesting in that it revealed a variety of practice and preference. It also brought to light some infection prevention opportunities involved when the needle was placed on a surface instead of directly into the sharps container. Our manager of safety, sent instructions and that looks like it may solve the problem of the blood flicking when the safety devise is activated and it is something we can share with our staff. However, there is still the issue of blood dropping out of the needle/tubing after the devise has been correctly activated. This may be linked to when we use vacutainers ¿ once the suction is removed the blood drips back out.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6).

Event description:
It was reported that unspecified bd¿ wingsets blood splatter when safety device is deployed. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. I avoid using butterflies and rarely use them. I don¿t have a comfort level with using them, I can count in one hand the number of times that I have used a butterfly and I did have it splatter when the safety deployed and the tubing drip on at least two occasions that I can recall. Unfortunately it has been so long ago that I do not have lot numbers it was reported when the safety device is deployed and the needle retracts it sometimes flicks blood on the surrounding items we've had challenges with our butterfly needles when we attach them to vacutainers for blood draws. The survey was interesting in that it revealed a variety of practice and preference. It also brought to light some infection prevention opportunities involved when the needle was placed on a surface instead of directly into the sharps container. Our manager of safety, sent instructions and that looks like it may solve the problem of the blood flicking when the safety devise is activated and it is something we can share with our staff. However, there is still the issue of blood dropping out of the needle/tubing after the devise has been correctly activated. This may be linked to when we use vacutainers ¿ once the suction is removed the blood drips back out.